Event description:
There was a fatal error on the physician programmer. A broken programmer icon was noted. The pump being programmed reverted to stopped pump mode. It was successfully reprogrammed using a second programmer. The hcp was supposed to increase, but instead decreased the bolus. The patient felt was very sick and overdosed. She was paralyzed, dizzy, and nauseated. The patient was at home; her status were reported as serious. The programmer was turned off and then back on. After the hcp consulted with technical services they were comfortable using the programmer and had no further issues with it. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).